Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, the lock ring broke on handle, in a multi-par pin guide. Procedure was finished with a change in technique. This occurred while the instrument was outside. There was a less than 30 minutes delay. No harm or injury reported on patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the lock ring broke on the guide handle during use outside of the patient. Per email communication, there was no patient injury and the surgery was still successful despite the broken equipment. The procedure was completed using a change in technique, with a minimal delay. Therefore, since no patient harm is alleged, no further clinical assessment is warranted at this time. A visual inspection confirmed the ring is broken on the multi-par pin guide. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.